Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. The advanced evaluation began on (b)(60 2022. It was reported that the patient stated that they had no output of urine through their urethra but had some blood discharge. They said that there was a lot of blood in their urine that passed through their catheter. It was very dark red. They had some blood clots that had blocked his catheter after surgery but he was able to clear them.

Manufacturer narrative:
Retention. If information is provided in the future, a supplemental report will be issued.